Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that a screw fell out of the control body. The screw was identified as a universal cord cable unit screw, which detached from the housing. Additional evaluation findings are as follows: insufficient air or water flow but visibility was acceptable; the light guide lens was chipped due to a shock caused by dropping and knocking the endoscope to a hard surface/object (handling issue); defect of adhesive applied around the objective lens; defect of adhesive applied around the light guide lens; the adhesive part on the bending rubber is worn out; blue paint around air/water cylinder faded or missing; black shadows/vignetting in image; reduced angulation; angle skipping occurred during angle operation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cf-hq290l, evis lucera elite colonovideoscope to olympus for repair due to a report of an air/water or aspiration problem. Upon inspection and testing of the returned device, a screw fell out of the control body. This report is submitted due to the finding of a screw that fell out of the control body, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that in past repairs the screws were not fixed properly, and the screws loosened while being handled by the user. Olympus will continue to monitor field performance for this device.